Manufacturer narrative:
On 03/14/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/14/2018, mentor received the following additional information about the event: the date of event was originally reported as (B)(6) 2018. New information states that the date of event is (B)(6) 2016. Patient age at the time of event was originally reported as (B)(6). New information states that patient age at the time of event is (B)(6). Patient developed fluid accumulation (seroma) in her breast. Patient underwent bilateral explantation. Replacement implants are mentor memorygel breast implant 500cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that ruptured after implantation. As a result, the patient underwent explantation and replacement with an unspecified mentor gel prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 04/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/25/2018, mentor completed the investigation on the suspect medical device. The device contained turbid gel. Brown material was observed within the device and on the shell surface, gel was also observed on the shell surface. Upon receipt a rent was observed at junction patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Rupture complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that rent and crease are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the brown material found in the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Seroma was also reported, excessive postoperative accumulation and/or transient re-accumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).